Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime and fill anomaly on the insulin pump. Insulin squirted out during the manual prime process. Troubleshooting was performed. An infusion set change resolved the issue. The device passed the self-test and displacement test. The customer also reported that in the morning they had a low blood glucose of 43 mg/dl. They treated with juice. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.